Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated she had her ins replaced because she was having difficulties with recharging her ins. The patient stated "for instance, I charged my implant up to full before my healthcare provider (hcp) visit, then when I got there I was empty". The patient had their ins replaced on (B)(4) 2018. The patient's recharging issues were going on for at least the past 3 years. No further complications were reported. No patient symptoms were reported.